Manufacturer narrative:
The drill was received by the manufacturer; however, the complaint could not be replicated. Based on the results of the device eval, the drill performed according to all specifications. Preventative maintenance was performed and the device was returned to the user facility.

Event description:
It was reported that during a routine equipment eval conducted by the manufacturer's sales rep, the drill began smoking. This event did not occur in a surgical environment, so there was no pt involvement. No user injuries were reported, and no other adverse consequences were alleged with this event.